Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 311 mg/dl and the sensor glucose was 211 mg/dl at the time of incident. The customer was treated with bolus for high blood glucose. The customer does not allege pump was under delivering. The customer¿s blood glucose was 232 mg/dl and the sensor glucose was 200 mg/dl. The customer¿s blood glucose was 213 mg/dl and the sensor glucose was 178 mg/dl at the time of event. The customer was advised to verify the accuracy of programming with their health care professional. The sensor glucose value that triggered the suspend event was 54 mg/dl and suspend on low limit in sensor settings was 70 mg/dl. The sensor will be returned for analysis.